Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue and replaced the system power manager (spm) to resolve the issue. The system was tested and verified as ready for use. The spm was returned for failure analysis, but errors 417 and 418 reported by the customer could not be reproduced. However, the errors were confirmed and verified through the system logs. The spm was tested on the in-house system, programmed, and started in normal mode with no errors or failure messages. All axes were verified with no errors or failures. The assembly underwent 10 power cycles, all of which passed. The assembly remained on the system overnight in normal mode with no failures, and the battery indicated a full charge. The patient side cart (psc) cart was driven in both battery mode and ac power mode with no error messages or failures. Failures may indicate failed power supplies.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the patient side cart (psc) was running on battery. Customer was able to complete the procedure robotically as planned but they are moving the remaining cases scheduled for this system to another system in a different room. Technical support engineer (tse) had customer ensure the ac wall outlet was working by plugging in another device to confirm it was providing power. The tse walked caller through a hard power cycle on the psc with no change, the error message persisted. Tse reviewed logs and found error 417 and 418 on power supply 1 and 2 indicating they have failed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the battery switch just before the case completed. The case was completed.